Event description:
The customer stated that a false positive architect (B)(6) was generated by the architect i2000 analyzer. The sample was repeated and a (B)(6) was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer stated a false positive havab igg result was generated by the architect i2000 analyzer. Upon repeat the result was negative. The customer replaced a worn wash zone 2 #3 valve. A review of the architect i2000 serial number (B)(4) service history was performed and identified no additional occurrences of discrepant results and no contributing factor was identified on or around the date of the event. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and addresses operational precautions and limitations, and troubleshooting of erratic results, including the inadequate dispense of wash buffer by the wash zones. The investigation did not identify a malfunction / deficiency.